Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with a lead on (B)(6) 2010 for a trial. Everything went well during the trial. On (B)(6) 2010, the patient had surgery for a permanent device implant. When the physician tried to insert the permanent extension, after untightening the screw, there was enough resistance, so that it was impossible for the implanter to push the electrode connector into the bottom of the extension connector. As a result, all impedances were greater than 10,000 ohms. After the connector was inside the extension, the impedance of the contact # 7 was greater than 10,000 ohms and all other electrodes were ok. The surgery was completed with good stimulation with contacts 0+1-2+ and contact # 7 was not needed for stimulation coverage. Post-operatively, impedance measurements showed contact 1, 2 and 7 were greater than 10,000 ohms. The physician turned on the device the following day with the same impedance results. No revision was planned as the patient appeared to have good stimulation. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.